Manufacturer narrative:
Concomitant medical products: 6947m55 lead; 459888 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting an atrial flutter with rapid ventricular response. It was noted that the patient complained of mild lightheadedness. It was also noted that the patient potassium and magnesium levels were found to be low. Medication was administered and the device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.